Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient receiving fentanyl (1200 mcg/ml at 210 mcg/day) and dilaudid (.3 mg/ml at 0.5253 mg/day) via an implantable infusion pump. It was reported that about 3 weeks ago the patient started experiencing swelling in his legs and entire body due to "cellulite explosion". The caller stated that the healthcare provider (hcp) said it was due to an issue with the pump and it needed to be replaced. No further complications have been reported as a result of this event.